Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, it was found that the image had noise, and that a blackout during angulation adjustment occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A definitive root cause could not be identified. Reasonably known information suggests probable causes such as Material problems like; Degradation; Inappropriate Material. Mechanical problems like: Leakage/Seal; Stress; Deformation; Wear and tear. Clinical Imaging Problem like Radiofrequency Induced Overheating. Thermal problems like overheating. Environmental problems like: Temperature; Dust or Dirt; Humidity.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.